Event description:
It was reported that the patient presented in the clinic for the follow up. Upon interrogation, the noise on the right ventricular lead was recognized as the high ventricular rate, resulting in the inhibition of the noise revision. All the other measurements on the lead were normal. The patient experienced syncope in the past. The lead was explanted and replaced. The lead was noted to have an insulation breach in the region of the suture sleeve after explant. The patient was stable throughout the whole procedure.

Manufacturer narrative:
A complete lead was returned in one piece measuring 58.0 cm. Final analysis found that the external insulation was abraded at 11.1 cm to 11.3 cm from the connector pin. The abrasion was consistent with exposure to constant friction against the device. This most likely caused the reported complaint of noise and insulation damage from the field.